Manufacturer narrative:
The suspect pump was returned for evaluation. A review of the 12-month service history confirmed that no related problem was identified during this period. A visual inspection was performed, with no damage or anomalies observed. The functional testing was performed, and downstream occlusion (dso) sensor was defective. The reported issue was confirmed; however, the probable cause is attributed to dso sensor defective. The dso sensor was replaced to resolved. Resolution of the reported issue was confirmed by the technician, and the device will be submitted for functional and delivery testing. The device shall be returned to the customer once functional and accuracy test results are confirmed to be within specification. Should any of the functional and delivery tests fail to meet specification the device shall be returned to the technician for additional repair tasks.

Event description:
It was reported that during infusion, the pump did not detect the cassette connection and displayed "cassette not properly secured" alarm. This is a high-priority alarm that prevents device operation and interrupts therapy. There was patient involvement; however, no harm was reported.